Manufacturer narrative:
According to the field, this lv lead will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an implant procedure, a guidewire could not advance down the body of this left ventricular (lv) lead. The lv lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.